Event description:
It was reported that difficulty was encountered while advancing lead. Representative stated that at the procedure to implant a the lead, it would not advance and the stylet wasn't bending correctly. They switched to another lead and that worked without any problems.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. Product ID: neu_stylet_acc, lot# unknown, product type: accessory. (B)(4).